Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
UDI related data quality updates only: this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because information was reported via #mw5146479. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient with this lead had a pocket infection. A revision was performed and the device with the leads were explanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.